Event description:
It was reported that subsequent to the implant a protegen sling, the pt was injured and damaged. Because of continued complications due to the sling, the device was removed. The device was not returned for eval.

Event description:
The pt reported experienced surgical site infection, uriinary tract infection, vaginal bleeding, vaginal odor and discharge, abdominal and pelvic pain, and continued incontience. The pt reported that on 12/28/1998 underwent a partial removal and repair procedure. Pt also reported a bladder repair procedure on 9/20/1999. The nature of the repairs is unknown.